Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell three on the home choice (hc). The home patient (hp) was connected at the time of the event. The hp stated they saw air bubbles in the empty white supply line. The technical service representative (tsr) advised the hp to end therapy. The hp stated they had dropped the supply bag earlier and it may have come loose. The hp stated they would drain manually. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.